Event description:
It was reported that after the surgeon had completed a vats procedure, the distal tip of the unit was missing. The surgeon and a nurse looked for the missing part and found it on a tray. It was further reported that this appeared to be the only missing part from the unit. There were no reports of any adverse consequences and the procedure was completed without delay.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.